Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2004. Legal counsel additionally reported that a revision procedure was performed on the right side on (B)(6) 2011; however, the reason for the right revision was not provided. Follow up attempts to obtain additional information revealed that a revision procedure was also performed on the left side on (B)(6) 2011 due to metallosis. Additional information received from patient's legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and metallosis. Legal counsel additionally reported allegations of grey stained synovial scar tissue consistent with metallosis at time of revision to the left hip. Legal counsel also reported date of right total arthroplasty on (B)(6) 2005. This report is based on patient allegations and the allegations are currently unknown and unverified.

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2004. Legal counsel additionally reported that a revision procedure was performed on the right side on (B)(6) 2011; however, the reason for the right revision was not provided. Follow up attempts to obtain additional information revealed that a revision procedure was also performed on the left side on an unknown date due to metallosis. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 8 mdrs filed for the same patient (reference 1825034-2012-01591 /-01593 /-01594 /-01595 /-01592 /-07069 /-07070 /-07072).

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2004. Legal counsel additionally reported that a revision procedure was performed on the right side on (B)(6) 2011; however, the reason for the right revision was not provided. Follow up attempts to obtain additional information revealed that a revision procedure was also performed on the left side on (B)(6) 2011 due to metallosis. Additional information received from patient's legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and metallosis. Legal counsel additionally reported allegations of grey stained synovial scar tissue consistent with metallosis at time of revision to the left hip. Legal counsel also reported date of right total arthroplasty on (B)(6) 2005. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6)2011 due to pain. Operative report noted the presence of clear joint fluid, grey stained synovial scar tissue, a wear notch on the neck of the stem due to impingement, metallosis, scar tissue, osteolysis, and metallic debris. The modular head and acetabular cup were removed and replaced. Operative report noted patient underwent an additional revision procedure on (B)(6) 2013. Operative report noted the presence of clear normal synovial fluid, scar tissue, and polythene debris. The modular head, liner and acetabular cup were removed and replaced. Operative report received noted patient underwent a right hip revision on (B)(6) 2004 due to infection. Operative report noted the presence of purulent material, clotted material, and fibrous debris. All components were removed and replaced with uncemented spacer molds. An additional revision was performed on (B)(6) 2004 due to the dislocation of the spacer molds. Operative report noted the presence of a hematoma and spacer molds were cemented in. Right hip was reimplanted on (B)(6) 2005.

Manufacturer narrative:
The alleged total arthroplasty on (B)(6) 2005 cannot be confirmed. If further information is received the medwatch reports will be updated at that time. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 state ¿intraoperative or postoperative bone fracture and/or postoperative pain¿.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. "Material sensitivity reactions." The following sections could not be completed as the date of the revision procedure on the left hip is unknown: this report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2012-01591, 01593, 01594 & 01595).